Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there were foreign objects in the bending section cover and light guide lens. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: IFU states the detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf type 150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the bending section cover and light guide lens. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information rec from customer. H2: correction. H11: this report is being supplemented to provide a correction to a previously submitted report. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.